Event description:
Alleged event: healthcare professional reported "capsular contracture baker grade IV" and "capsular calcification" of a non-(B)(6) device. This record is for the right side. Device has been explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).